Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the mid lad with mild tortuosity, no calcification, and 100% stenosis. The lesion was pre-dilated and the vision stent delivery system (sds) was advanced. During the first inflation of the sds, the balloon ruptured at 4 atm. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the balloon. There was contrast in and on the balloon and in the inflation lumen. The balloon was loosely folded. There was no damage noted to the sds. A new indeflator, filled with water, was used to pressurize the balloon when fluid came out of a pinhole above the distal marker on the balloon, 1 mm distal to the proximal end of the distal marker. There were two scratches on the balloon distal to the pinhole for a length of 1 mm. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product noted blood visible in the balloon, which is consistent with a rupture while in the patient. There was contrast on the balloon, and in the balloon and inflation lumen, which is consistent with preparation of the product. A new indeflator filled with water was used to pressurize the sds when fluid leaked out of a pinhole above the distal balloon marker, 1 mm distal to the proximal end of the marker, confirming the reported rupture. There were two scratches on the balloon distal to the pinhole for a length of 1 mm. Balloon ruptures can occur as a result of a manufacturing deficiency (such as damage to the balloon from the stent or from damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. There was no report of any leak in the sds during preparation for use, which would suggest the balloon was not damaged prior to use. Reportedly the lesion was moderately tortuous with 100% stenosis, which likely contributed to the difficulties experienced. It is likely that the balloon material was damaged (scratched) during interactions with other devices, or the patient anatomy, such that the balloon ruptured upon inflation at 4 atm. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. This MDR is considered closed by the product performance group.